Event description:
In 2009, the lay user/pt contacted lifescan (lfs) canada alleging that her onetouch ultra2 meter was prompting a battery indicator. Per the one touch ultra2 owner's booklet the meter shows a battery icon in the upper right corner of the display or a low battery message to indicate the condition of the meter battery only. When the battery icon first appears, there is enough power for a minimum of 100 more tests. When the meter displays the low battery screen message, there is not enough battery power remaining to perform a test. The foreign country specialist spoke with the reporter, and obtained the following info. The pt reported that the alleged began on the morning on the day of event. As a result of the alleged issue the pt claimed she was unable to test her blood glucose with the subject meter, however, reported that she took her usual dose of insulin (5 units of humulin n and 6 units of lantus) that morning. A few hours after the issue started, the pt claimed she became dizzy, sweaty and confused; symptoms she associated with a low glucose. In response to the symptoms, the pt claimed she treated self with food and/or drink. At the time of troubleshooting, the customer service representative noted there was no known trauma to the subject meter. The pt reported that she did not see a battery icon appear on the subject meter until the morning of event. The pt did not have a battery with her at the time of the call. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.